Event description:
The customer reported a leak inside the coulter act diff 2 analyzer. The volume of the leak was not specified but the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noted the rinse block leaking sporadically. The fse replaced the probe wipe rinse block and repair was verified per established procedures.

Manufacturer narrative:
Results: probe wipe rinse block. (B)(4).